Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: what suture type was used?=>unk ? What suture size was used?=>unk ? When the event occurred, was the suture placed near the hinge of the clip?=>unk ? Were you able to lock the clip closed on the suture?=>some were able to, but some were disable. If yes after it closed, was the clip holding securely fixed on the suture? =>unk ? Was the applier checked for damage (jaws straight and aligned)?=>unk ? What was the surgical procedure involved?=>unk ? Was this a robotic procedure? =>unk for product not loading properly into the applier: ? Package lot number of the clips? =>unk ? Please explain how the clips were loading into the applier ?=>unk ? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading?=>unk ? Was the applier checked for damage (jaws straight and aligned)?=>no damage. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)=>(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic procedure on an unknown date and suture was used. During a laparoscopic surgery for bladder tumor, the device could be used normally at the 1st and 2nd firing. The clip could not be loaded into an applier properly at the 3rd firing. It also did not close properly at 4th firing, so a replacement was taken out, and the surgery was completed successfully. There were no adverse consequences to the patient. No device will be returning. Additional information was requested.